Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole approximately 13mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The shaft was kinked at 85mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified proximal right coronary artery (rca). A 15/2.25 flextome¿ cutting balloon¿ was selected for use. During the procedure, pre-dilatation was performed in the mid left anterior descending artery and a stent was placed thereafter. An existing stenosis was also noted in the proximal rca thus pre-dilatation was done using the complaint device. However, the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported.